Event description:
The patient reported that he told the doctor's nurse after implant that his incision wasn't healing over the pump, and the nurse stated he was fine. The patient then went to see the hcp in 2008, and the hcp performed emergency surgery to clean the pocket. The patient is currently at home recovering. The drug contained in the patient's pump was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.